Manufacturer narrative:
A preliminary investigation of available patient files confirmed: fluctuations in the ventricular pacing impedance trend that started at the beginning of (B)(6) 2015; and oversensing in the recorded episodes from (B)(6) 2015 that were characteristics of a potential lead issue. Recommendations in accordance with the isoline recall (issued in january 2013) have been provided.

Event description:
Reportedly, the patient visited the hospital due to bradycardia. Review of recorded episodes stored within the associated crt-d identified many with noise oversensing, which were dated (B)(6) 2015. No inappropriate therapy was delivered. Ventricular lead impedance and coil continuities were within the normal range, but low pacing impedance measurements were evident within the trend curve in the beginning of (B)(6) 2015 a re-intervention to correct the issue is scheduled for (B)(6) 2015.

Manufacturer narrative:
A re-intervention to correct the issue was performed on (B)(6) 2015 and the subject lead was replaced and left in-situ.

Event description:
Reportedly, the patient visited the hospital due to bradycardia. Review of recorded episodes stored within the associated crt-d identified many with noise oversensing, which were dated (B)(6) 2015. No inappropriate therapy was delivered. Ventricular lead impedance and coil continuities were within the normal range, but low pacing impedance measurements were evident within the trend curve in the beginning of (B)(6) 2015 a re-intervention to correct the issue is scheduled for (B)(6) 2015.

Event description:
Reportedly, the patient visited the hospital due to bradycardia. Review of recorded episodes stored within the associated crt-d identified many with noise oversensing, which were dated (B)(6) 2015. No inappropriate therapy was delivered. Ventricular lead impedance and coil continuities were within the normal range, but low pacing impedance measurements were evident within the trend curve in the beginning of (B)(6) 2015 a re-intervention to correct the issue is scheduled for (B)(6) 2015.